Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer stated that their doctor informed that the reason that they are getting a no delivery alarm is that the customer may have scar tissue built up on the insertion site. The customer declined trouble shooting. The customer states she went to see her doctor on wednesday and he recommended she try the sure-t infusion set first. Customer states that every time she takes her infusion set out of her arm it has a hard knot on it. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further information was provided.